Manufacturer narrative:
Based on the current information provided, the root cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A system log review was performed and no errors related to this event were found. No image or video clip for the reported event was available for review. This complaint is being reported due to the following conclusion: during a planned da vinci-assisted unilateral inguinal hernia procedure, the patient's pulse was lost. The complication occurred after ports were placed but before the robot was ever docked to the patient. The case was aborted. It is unknown what medical intervention was rendered due to the complication. The cause of the complication is also unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a planned da vinci-assisted unilateral inguinal hernia procedure, the patient's pulse was lost. The complication occurred after ports had been placed but before the robot was ever docked to the patient. The procedure was aborted. Due to the complication, unspecified medical/surgical intervention as rendered. The surgeon/site does not believe an intuitive surgical, inc. (Isi) device caused or contributed to the complication. No further information was provided. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.